Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2024 and suture was used. The anesthetist was placing a cvp-line and securing it with a suture, as he normally does. The patient was in for neurosurgery when the doctor took the suture out of the packaging, the suture strand was detached from the needle (it was not attached). Another suture was opened and used for the cvp line. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Additional information was requested, the following was obtained: ¿ what is the lot number? - not available ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - product shipped back through fedex. Tracking number (B)(4). Date shipped- 27 september 2024. On lot number field: from unknown to tpbejl - physical manufacturer: (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. The following information was reported: was surgery delayed due to the reported event? No, action taken when event occurred? Another suture was opened and cvp line successfully attached, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. No, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study. Unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample with a detached needle and one undispensed strand was received for analysis. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? When the package was opened the needle was already detached. It did not detach during use on the patient but was found with the needle and suture strand separate and not attached upon opening of the packaging.